Manufacturer narrative:
B3-date of event in initial MDR is corrected to 06-aug-2024. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4)

Event description:
A health care professional reported that an implantable collamer lens (icl) flipped in the eye during surgery. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.